Event description:
On 02/13/2023, it was reported by a sales representative via sems that a ar-2384 quad tendon stripper-cutters blade is dull, it is not stripping. This occurred during a case, with no patient effect reported. No additional information provided. Additional information requested

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2384 serial/batch number (B)(6) was received for investigation. -visual evaluation found that the returned device stripper blade was dull and deformed. Many discoloration spots were observed on the device. The root cause of the reported failure mode is undetermined. However, a likely reason is the wear and tear damage incurred over repeated usage.